Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was actively bleeding after taking the sensor out. The customer stopped the bleeding with gauze. The patient's blood glucose level was unknown. The customer stated that the sensor was not pulled out or tugged out. The customer was advised to wait 15 min to reconnect the transmitter to the sensor and to monitor the device for any future issues. No further information was provided.